Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. There were no anomalies with the device, and it did pass the functional testing. The jaws were also inspected for any damage, and no anomalies were found. It is clear that the needle was broken during usage and the user has tried removing the needle from the distal end, causing the needle to get jammed inside. This operation is beyond the design intent of this device. This device is close to over 4 years old and possibly has seen heavy use and repeated cleaning/ sterilization cycles. The reported failure is attributed to user technique. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the needle broke inside their expressew iii without hook. According to the reporter, they were unable to remove the broken needle from the device. The sales rep confirmed that nothing broke in the patient. The surgeon completed the procedure with another like device with no patient consequences or delays. The customer could not provide any further information about the device failure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visual observations revealed that a part of the needle tip is broken and stuck between the suture channel of the lower jaw. The rest of the needle is jammed inside the shaft of the expressew iii. Hence this complaint can be confirmed. There were no anomalies with the device, and it did pass the functional testing. The jaws were also inspected for any damage, and no anomalies were found. It is clear that the needle was broken during usage and the user has tried removing the needle from the distal end, causing the needle to get jammed inside. This operation is beyond the design intent of this device. This device is close to over 4 years old and possibly has seen heavy use and repeated cleaning/ sterilization cycles. The reported failure is attributed to user technique. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of 10 devices that were released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿